Event description:
The customer reported that he woke up with high blood glucose of 500 and then went up to 527mg/dl. The customer treated with a manual injection, but hours later his glucose level increased to 580mg/dl. During the call the customer stated that he was hospitalized with high blood glucose of 527mg/dl, and the cannula was bent. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.